Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this lead was attempted to be placed in the left bundle branch. However, during a repositioning maneuver the lead was damaged. The helix broke off and remained implanted in the septum. Another lead was used to complete this procedure. This lead is expected to be returned but has not yet been received. No additional adverse patient effects were reported.